Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported that an apogee was implanted to treat for "stress urinary incontinence." The date of implant was not provided. Plaintiff's attorney has alleged that, "since the placement of the mesh, plaintiff has suffered from severe and permanent bodily injuries, including dyspareunia, difficulty urinating, chronic infections, severe pelvic pain, vaginal erosion, bladder damage, and inflammation and significant mental and physical pain and suffering," "serious bodily injury," and other losses.